Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that during an implant procedure on (B)(6) 2026, a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. As a result, the procedure was abandoned and no product was implanted.